Manufacturer narrative:
The device has met all manufacturing specifications and functioned as intended. Skin sensitivities from applying an adhesive tape to the skin is a known inherent risk of the device for some users. The possibility of skin irritation has been addressed and risks associated have been reduced as far as possible during the design phase. Precautions and warnings of such risks are identified in the instructions for use supplied with the device at the time of purchase. Do not use on irritated skin. Wash area to remove dirt, oil, creams, or lotions. Remove hair from application area. Stop using tape if your skin becomes irritated. See doctor if skin irritation continues. Always apply the last 1-2 inches of tape without any stretch. Do not overstretch the tape. When it is time to remove the tape, remove tape slowly. Do not rip tape off skin.

Event description:
The user reported using the theraband kinesiology tape on 3 separate occasions to which he experienced a skin reaction each time. He reported applying the tape to his skin in the late afternoon and wore it overnight. By the late part of the day it started to hurt so he removed the tape and noticed something similar to blisters. The user advised he tried to use the tape on a different day for two hours and had the same reaction. The user reported attempting to use the tape on a 3rd occasion for one hour; as it started to hurt he removed the tape and upon removal the top layer of skin was ripped off. No medical attention was sought but the area remains red and sensitive.